Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A 14f esheath was returned after procedural use with the distal end of the flex shaft with balloon through the sheath. Visual inspection was performed and revealed the following observations: the sheath tip was unopened and sheath shaft partially expanded. A kink was observed on the strain relief approximately 3.5'' from comnut. A puncture was observed on the strain relief approximately 1.5'' from comnut. After removing strain relief, the liner was torn starting 1.5'' from strain relief and 2'' in length. Functional testing was performed and a sample 26mm delivery system was inserted through the sheath leading to the sheath shaft expanding as designed and the sheath tip opening as designed. Dimensional testing was performed and the liner thickness and outer diameter of the flex tip of the flex catheter were measured. All measurements met specification. A review of imagery showed patient's access vessel was tortuous and calcified, a strain relief punctured and liner torn was observed due to valve protrusion. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to sheath shaft resistance and sheath shaft liner torn. A review of the complaint history from may 2020 to april 2021 revealed additional similar complaints for sheath shaft resistance, liner torn, and punctured (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events .complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft resistance, liner torn, and punctured were confirmed through evaluation of the provided imagery and device evaluation. No manufacturing non-conformances were identified through evaluation of the returned device. A review of manufacturing mitigations, device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. The following instructions for use (IFU) were reviewed: IFU for esheath, IFU for commander delivery system, device preparation manual and the procedural training manual. . A review of IFU/training materials revealed no deficiencies. As reported, ''the first valve met resistance while advancing through the sheath. Flouroscopy revealed the valve was protruding through the sheath at the junction of the expandable and non-expandable segments, and a bent strut was noted. The system was removed as a unit.'' Per imagery, the patient's access vessel had presence of calcification and tortuosity. Per the procedural training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, resulting in bent valve struts. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. Per evaluation of the returned device, the esheath was noted to have liner tear and a puncture. As resistance during delivery system insertion was experienced, it is possible that the devices were excessively manipulated to overcome any difficulty. This coupled with navigating through a tortuous anatomy could have induced non-coaxiality between the valve and the sheath. This may have led to the crimped valve to interact with the sheath, leading to the observed sheath puncture and liner tear. Per training manual, ''do not over-manipulate the sheath at any time''. As such, available information suggests that patient factors (tortuosity) and procedural factors (excessive manipulation, valve strut interaction with liner/sheath) may have contributed to the reported event. In this case, the cause of the vascular problem requiring blood transfusion is unknown, however, may be related to patient and/or procedural factors. A product risk assessment (pra) escalation has been previously initiated to assess the risks associated with the high push force of the commander delivery system with s3u through the esheath. A corrective/preventative action (CAPA) has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02970.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the first valve met resistance while advancing through the sheath. Flouroscopy revealed the valve was protruding through the sheath at the junction of the expandable and non-expandable segments, and a bent strut was noted. The system was removed as a unit. A new valve and delivery system were used and the valve was deployed successfully. The patient then underwent a cut down to repair the left common femoral artery. The patient required 4 units of blood. The patient was stable post procedure. Per returned device evaluation, a liner torn was observed 1.5' from sheath hub, 2' in length.